Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 309653, batch no: 8165953. It was reported that before use of the bd luer-lok¿ tip syringe ten syringes were found with illegible lot numbers. The following information was provided by the initial reporter: "complaint description: on (B)(6) 2019, during inspection and labeling activities at the warehouse, it was discovered that 10 units of syringe, luerloktip, 60 ml sterile displayed illegible vendor lot numbers. This material was not used in the manufacturing process. "